Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery charged slower than expected despite the use of multiple usb cables and adapters. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.